Manufacturer narrative:
The device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The cause for the signal loss and subsequent cancellation remains unknown.

Event description:
During the procedure, there was no signal obtained and the case was cancelled. Signals could not be obtained during the procedure. The pin box, cable and ablation catheter were exchanged which did nto resolve the issue. The case was abandoned and no ablation performed. There were no consequences to the patient. The problem was isolated to the cable between the generator and the pin box. The cable has since replaced and the generator is functioning as intended.